Event description:
It was reported that the gastrointestinal videoscope had a blurry image. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of blurry image was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.